Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Medical device lot # & medical device expiration date. Device manufacture date. Two potential lot numbers were provided but it is unknown which was involved in this incident. The 5205502: medical device expiration date 7/31/2020, device manufacture date 7/24/2016. The 5236679: medical device expiration date 8/31/2020, device manufacture date 8/24/2016. Device evaluation: results - the customer returned (1) sealed bd 1ml 13mm, 29g safetygilde insulin syringe in a sealed blister pack from lot # 5205502. The returned syringe was tested and the shield was able to be removed without the white safety mechanism coming off of the syringe. The sample was also able to be activated properly without the white safety mechanism coming off of the syringe. No defects were observed on the sample. The customer returned (7) sealed bd 1ml 13mm, 29g safetygilde insulin syringe in a sealed blister pack from lot # 5236679. The returned syringe was tested and the shield was able to be removed without the white safety mechanism coming off of the syringe. The sample was also able to be activated properly without the white safety mechanism coming off of the syringe. No defects were observed on the sample. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that the safety mechanism of the suspect device fell off and the nurse sustained a needle stick injury following a hepatitis injection. The customer stated sometimes the safety mechanism falls off when the orange needle cap is removed, following recapping and uncapping again, or when activating. It was not reported which failure mode occurred in this incident. Lab work was performed on both the nurse and patient.

Manufacturer narrative:
A review of the device history record was completed for batch 5205502. All inspections were performed per the applicable operations qc specifications. This device was machine packaged between 8/17/2015 and 8/30/2015.